Event description:
It was reported that the health care professional (hcp) was filling the pump and it stopped filling. The hcp then attempted to aspirate the pump reservoir, but was unable to. It was later reported that three different unsuccessful attempts were made to access the pump reservoir. The physician was unable to aspirate or inject anything. A minimal volume of drug was aspirated in the syringe, and it appeared to be cloudy and possibly contained particulates. It was noted that there was difficulty with a locked valve. A pump replacement was scheduled for (B)(6) 2012, but was cancelled because the patient had a urinary tract infection. There was some volume of drug remaining in the pump, and the patient was asymptomatic for a return of symptoms or increased pain. It was noted that the patient was fine and the therapy was still working, but the drug would be running out around the (B)(6). The pump replacement was rescheduled for approximately (B)(6) 2012. The device system was used to deliver hydromorphone (dilaudid) and bupivacaine (marcaine). It was reported that the explanted device would be returned to the manufacturer, but the device had not been received as of the date of this report.

Manufacturer narrative:
Product ID 8835 lot# (B)(4) product typ programmer, patient; product ID 8709sc lot# (B)(4) implanted: 2011-(B)(6) explanted: product typ catheter. (B)(4).

Event description:
Additional information received that they were unable to insert or extract any drugs/medications from the pump. It was noted that the pump was explanted. It was indicated that the patient recovered without sequela.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Final analysis of the pump found pump/fluid path/reservoir access issues due to drug residue. Pump was sent back for reservoir access issues. The logs showed no past motor stalls or motor stall recoveries. Therefore the pump tube leak test was not performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.